Event description:
Nellcor puritan bennett received a report that a door of an ad500 resulting in a minor bruise. Customer reports that the hinge portion of the cover had cracked away from the cover. The customer does not know much pressure was being applied to the unit at the time.